Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in to report a no delivery alarm and a prime anomaly. The customer's blood glucose level at time of event was 130 mg/dl, but was 250 mg/dl at time of call. The customer stated the insulin continued to drip after letting go of the act button during the prime process. The customer did not use room temperature insulin. The caller stated after changing the reservoir and infusion set, the new set did not drip when the act button was pressed. The infusion set was replaced and returned for analysis. The insulin pump was not replaced or returned.